Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reports that during the procedure the equipment presented with aspiration problems. The procedure was completed with an alternate system. There was no patient harm. Additional information has been requested.